Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the data was not current. A technical support specialist (tss) dialed into the carefusion coordination engine (cce). The cce services were running, but messages were being processed slowly, and there were about 18,000 messages in the message queue. Since the database was remote, tss connected to server and noticed that the memory usage was at 95 percentage. Tss restarted the structured query language (sql) services as well as the cce services, and after that, the messages started processing much faster. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower data was not current, and stations were in override mode. The customer stated that this malfunction occurred when the user tried to dispense the medications to the patient. The customer added that the issue caused a 1 hour 30 minutes delay in retrieving the medications for the patient. However, there were no adverse events or injuries reported based on this event.